Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer's blood glucose was 12 mmol/l. Customer reported that the drive support cap appears normal. The insulin pump has not been exposed to high magnetic field. Customer did not report an motor position encoder error. Customer was able to complete pump rewind. The insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised that insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. Recommended customer refer to back up plan, per healthcare professional instructions. The insulin pump will be returned for analysis.